Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to low potassium intake with increased fluid in the patient¿s pericardial sac. This lead to patient having hypotensive presentation. The patient had pericardial drain placed with onlysmall amounts of fluid removed. It was noted the patient had constrictive effusive pericarditis. The right ventricular (rv), left ventricular (lv) and right atrial (ra) leads remain in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.